Event description:
The recipient was re-"implanted" due to a migration of the electrode array out of the cochlea. 6 electrodes were out of the cochlear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a migration of the active electrode out of cochlea. This is a final report.

Event description:
Reportedly, the user had a low hearing performance with the device. The device was explanted due to migration of the active electrode outside of the cochlea. The user was reimplanted with a new device on (B)(6)2024.